Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Corrective action has been initiated to address the reported issue. The root cause is suspected as follows: variations in the anatomy and/or plate position can cause the drill bit (fdb40) to deflect or skive off underlying cortical bone in some cases. This results in preventing the peg from engaging the plate properly. Investigation has determined that this variation can be mitigated by improving the drill bit's tip geometry.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a proximal humeral fracture fixation procedure on (B)(6) 2015. During this procedure, the locking screws on the plate were backing out of the plate and not locking in. Surgeon was able to complete the procedure with difficulty, however with no significant delay.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code, expiration date, date explanted, remains implanted, initial reporter, PMA/510(k) number, and manufacture date. Event is being reported to FDA on one medwatch as the limited information available indicates that an adverse event occurred.  Should additional information be received regarding the event, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a proximal humeral fracture fixation procedure on (B)(6) 2015. During this procedure, the locking screws on the plate were backing out of the plate and not locking in. Surgeon was able to complete the procedure with difficulty, resulting in a delay of unknown length, greater than thirty minutes.